Event description:
Before the surgery rptr's eyes were really nearsighted. If rptr was not wearing glasses they would not recognize who was standing next to them. Their prescription was around -8.5. Even so, they could see clearly while wearing contacts. Rptr had the laser surgery in may of 1995. It cost about $6000. Rptr thought it was worth it if they would not have to buy new contact lenses every year anymore. Rptr had the type of surgery where they cut a u-shape on the eye, flipped over the tissue, burned away the exposed surface, then flipped the surface back on to heal. Rptr signed all the "scare" forms about infections, possible blindness, experimental procedures, thinking that could never happen to them. The results of this procedure were fabulous!! For the first time they could roll over in bed and read the clock! The trees had leaves, and roofs had shingles! Since rptr was a "guinea pig" for the not-yet approved laser, they had to return for repeated check-ups with the eye center for about a year. Rptr passed with flying colors. Rptr was told that they did not need the enhancement surgery that they were warned about in the beginning. Near the end of 1996, rptr became concerned about their eyes. They noticed that they had to "focus" on things to see them. This continues to worsen. Rptr found themself squinting at the blackboard at college, and was also more bothered by "floaters", dark spots that floated around in their field of vision. Rptr was having trouble reading the speed limit on signs while driving! Rptr agreed that rptrs eyesight was not what it should be and was told that they were a good candidate for the enhancement. At that point rptr told them that they no longer had insurance that would cover the procedure. Rptr got the prescription (-1.25 in one eye, -1.50 in the other) and got a pair of glasses just for driving. Rptr went to another eye doctor, around late august/early september 1997. By the time the contacts came in rptrs eyes had changed again. Their prescirption was now -2.25 in one eye, and -2.50 in the other. Rptr had to return the new contacts and wait another week. Luckily, their eyes had stabilized. "Maybe you should monitor this procedure for a longer time after it is done."